Event description:
Reporter indicated that handheld screen was freezing and could not perform diagnostic testing. Performed a soft reset and was able to perform diangostics successfully.

Manufacturer narrative:
Software/firmware caused event.